Event description:
It was reported that impedance measurements on the patient's device were >4000 ohms on some of the bipolar leads. The patient was reprogrammed around the open circuits and was able to regain therapeutic stimulation. It was noted also that the patient's device had a low battery which appeared to have gone through a normal depletion. The patient was going to be scheduled for a device (and possible lead) replacement in the future.

Manufacturer narrative:
(B) (4).